Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber started firing forward after 199,000 joules of use. The procedure was completed with a second fiber. Patient outcome information was not provided.